Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 tractip laser fiber was returned in one piece. The fiber measured approximately 319.3 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it, this indicated that the fiber is broken within the connector. It is likely that due to the fracture within the connector that the fiber failed to fire, confirming the complaint. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on july 1, 2019 that a flexiva 200 tractip laser fiber was used in a flexible ureteroscopy with laser lithotripsy procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a lumenis 100 watt laser console. According to the complainant, during the procedure, upon pressing down the foot pedal for laser activation there was no laser energy coming out from the tip of the fiber. The procedure was completed with another flexiva 200 tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within sma connector.